Event description:
Reported from attorney as "the handling and control of the care and treatment of the pt, the performance of surgery of the pt negligently failed to possess and exercise degree of knowledge and still ordinarily possessed and exercised by other physicians, surgeons attendants and the like. As a result, the pt sustained severe and serious injury."